Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that red plastic piece broke off. Spd didn¿t sterilize broken piece. All pieces were retrieved from patient. No extra time required in or. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the attune femoral introducer was broken from the thumb plastic wheel overmold. The broken fragment was not returned for evaluation. From previous complaint investigations it was identified that high residual stresses in the radel overmould material used in the attune intuition family of instruments resulted in crack propagation and breakage of the overmould features. Due to the material failures caused by residual stresses within the polymer, this product issue was addressed through j&j medtech orthopaedics quality system, and a design change was implemented by changing the material from radel to avaspire. Avaspire is a glass filled material which is less susceptible to residual stress and resists the propagation of cracks. The current device was manufacture prior to the implementation of the new design. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality management system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a total knee replacement, and the red plastic piece broke off the instrument. All pieces were retrieved from patient. No extra time was required in or. Spd didn¿t sterilize broken piece.